Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic infection ('pelvic infection') in an adult female patient who had essure (batch no. B34595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vomiting, nausea, abdominal pain nos, diarrhea, uterine dilation and curettage, tubal ligation, nickel sensitivity, localized rash, dehydration, feeling sick, multiple gastric ulcers and anemia. Previously administered products included for an unreported indication: zofran odt. Concurrent conditions included fungal infection, genital itching, application site rash, gardnerella vaginalis test positive, dyspareunia, abdominal pain, allergic reaction, abdominal pain lower and nickel sensitivity. Concomitant products included betamethasone, hydrocodone bitartrate;paracetamol (norco), omeprazole (prilosec), rizatriptan and sertraline hydrochloride (zoloft). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), rash ("rashes when I came in contact with different materials"), vaginal infection ("vaginal infection"), anxiety ("anxiety"), dermatitis contact ("contact dermatitis"), eczema ("eczema"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating") and gastrooesophageal reflux disease ("gerd"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and menstruation irregular ("irregular period"). On an unknown date, the patient experienced depression ("depression"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), allergy to metals ("nickel allergy") and abdominal pain ("abdomen pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic infection, mood swings, hot flush, vaginal haemorrhage, menorrhagia, rash, vaginal infection, anxiety, depression, dermatitis contact, eczema, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal distension, menstruation irregular, gastrooesophageal reflux disease and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, bladder disorder, depression, dermatitis contact, dysmenorrhoea, dyspareunia, eczema, gastrooesophageal reflux disease, headache, hot flush, menorrhagia, menstruation irregular, migraine, mood swings, pelvic infection, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient had need for additional surgery discripancy noted in essure insertion date: (B)(6) 2013 & (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mood swings, hot flashes; abnormal bleeding (vaginal, menorrhagia); rashes when I came in contact with different materials; vaginal infection; infection pelvic; anxiety, depression; rashes or skinconditions - contact dermatitis, eczema; bladder or urinary problems ; migraines / headaches; nickel allergy; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); vaginal discharge; bloating were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she later had surgery to remove the essure implant.). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient had need for additional surgery incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. B34595) inserted for female sterilisation. The patient's concurrent conditions included fungal infection, genital itching, application site rash, gardnerella vaginalis test positive, dyspareunia, abdominal pain and allergic reaction. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (permanent birth control by bilateral occlusion of the fallopian tubes). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient had need for additional surgery discripancy noted in essure insertion date: (B)(6)2013 & (B)(6)2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: essure micro- inserts in place quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (batch no. B34595) inserted for female sterilisation. The patient's concurrent conditions included fungal infection, genital itching, application site rash, gardnerella vaginalis test positive, dyspareunia, abdominal pain and allergic reaction. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (permanent birth control by bilateral occlusion of the fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient had need for additional surgery. Discrepancy noted in essure insertion date: (B)(6) 2013 & (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure micro- inserts in place. Most recent follow-up information incorporated above includes: on 2-oct-2018: medical record received. Lot no was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic infection ('infection (other) - pelvic') in an adult female patient who had essure (batch no. B34595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vomiting, nausea, abdominal pain nos, diarrhea, uterine dilation and curettage, tubal ligation, nickel sensitivity, localized rash, dehydration, feeling sick, multiple gastric ulcers, anemia, vaginal bleeding, miscarriage (2 miscarriage), menorrhagia, gravida ii, clotting disorder and parity 1. Previously administered products included for an unreported indication: zofran odt. Concurrent conditions included fungal infection, genital itching, application site rash, gardnerella vaginalis test positive, dyspareunia, abdominal pain, allergic reaction, abdominal pain lower, nickel sensitivity, stomach ulcer and anemia. Concomitant products included betamethasone, doxycycline hyclate, ethinylestradiol;norethisterone acetate (microgestin) from (B)(6) 2013 to (B)(6) -2014, etonogestrel (implanon) from (B)(6) 2013 to (B)(6)2014, etonogestrel (nexplanon) since 2013, hydrocodone bitartrate;paracetamol (norco), omeprazole (prilosec) since 2013, rizatriptan from 2013 to 2014 and sertraline hydrochloride (zoloft) since 2013. In september 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), hot flush ("hot flashes"), vaginal infection ("vaginal infection"), anxiety ("psychological or psychiatric problem condition - anxiety"), depression ("psychological or psychiatric problem condition - depression"), dermatitis contact ("contact dermatitis /rashes when I came in contact with different materials"), eczema ("eczema"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating") and gastrooesophageal reflux disease ("gerd"). On (B)(6) 2013, the patient had essure inserted. In january 2014, the patient experienced mood swings ("hormonal change - mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / my periods were irregular after my last miscarriage. They got worse after essure") and menstruation irregular ("irregular period"). On an unknown date, the patient experienced allergy to metals ("nickel allergy since childhood") and abdominal pain ("abdomen pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown and the pelvic infection, mood swings, hot flush, vaginal haemorrhage, menorrhagia, vaginal infection, anxiety, depression, dermatitis contact, eczema, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal distension, menstruation irregular, gastrooesophageal reflux disease and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, bladder disorder, depression, dermatitis contact, dysmenorrhoea, dyspareunia, eczema, gastrooesophageal reflux disease, headache, hot flush, menorrhagia, menstruation irregular, migraine, mood swings, pelvic infection, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient had need for additional surgery discrepancy noted in essure insertion date: (B)(6) 2013 & (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : onset date of the events added, outcome were updated. Concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.